Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit was getting wobbly and then fell apart. The blue piece from the silver mount fell apart. It was further reported that the case was delayed for about 10 minutes and extra anesthesia was required. The surgeon had concerns that sterility was compromised when the unit broke. The case continued and it is unk whether the pt was injured.